Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. Verbatim: this is the official request for investigation for non-conformance: nc-071930. During processing of day 0 batch 26ec5208, liquid was observed within chamber of 5 ml syringe prior to use during visual inspection per (B)(4). Technical support inspected the 5 ml syringe further and stated that the liquid is a shiny, sticky, circular area on the rubber part of the plunger. There was no residual liquid in the barrel of the plunger, and the packaging was completely dry. Technical support stated that most syringes are made with a lubricant around the rubber stopper so that it moves easily within the syringe barrel and that the subject 5 ml syringe which was observed to have liquid within chamber most likely was syringe lubricant. See below bd material affected: mm# 10498500, supplier material part # 309646, supplier: ordered from (B)(4)/manufactured by x. Is material bought directly from supplier? No. Po number: (B)(4) supplier lot #: (B)(4). Summary of defect(s): liquid within chamber of syringe. Is the affected material available? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.